Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 62 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, a hematoma was reported at the impella groin insertion site around the access sheath. The estimated blood loss was approximately 100 cubic centimeters, and the patient required transfusion of 1 unit of packed red blood cells. Hemostasis was achieved with manual pressure. Anticoagulation monitoring was performed using partial thromboplastin time, which was reported as 226 seconds at the time of the event. Additional contributing factors included a family-reported history of bleeding tendencies and patient movement during support. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water. The patient remained on impella support for an additional 3 days until the device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported. Hematoma formation and bleeding are known risks associated with large-bore arterial access and may have been influenced by the elevated partial thromboplastin time, patient movement, and reported history of bleeding tendencies.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate